Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. No logs update received from customer. As a resolution, unit mainboard was replaced.

Event description:
It was reported to vyaire medical that the bellavista1000 us had alarm 316 - blower failure. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3:81 other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.